Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula on (B)(6) 2024 (four events) and (B)(6) 2024 (two events). Her blood glucose level due to the issue was 450mg/dl which was corrected by correction bolus via pump and multiple daily injection. Also, she had moderate ketones. The issue occurred with six similar types of infusion sets used for about four hours and site was patient's abdomen.currently, her blood glucose level was 233 mg/dl unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.